Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, a prograsp forceps instrument had the shaft broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, further details were received: the customer indicated that the shaft broke at the distal end of the instrument, no fragment was detached or broken off the distal end.

Manufacturer narrative:
The prograsp forceps has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed and replicated the reported shaft breakage. Investigation identified a broken main tube approximately 3.06 mm from the proximal end, with the proximal clevis found dislodged and detached from the main tube. Exposed tubing fiber was observed at the distal end of the tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.